Event description:
It was reported that the pumps usb port did not register when the charging cable was plugged in. There was no reported impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.